Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure the balloon ruptured in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported and patient was in good condition post procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered 'cause not established'. The device has not returned for analysis, and no image or procedural media was received from the customer. A clear conclusion for the reported balloon material rupture cannot be established.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure the balloon ruptured in a form of a pinhole. The device was removed using normal method without any problem. The procedure was completed with another of same device. No complications were reported and patient was in good condition post procedure.